Event description:
Additional information received noted that the patient outcome was resolved without sequelae, resolved date: (B)(6) 2011.

Event description:
It was reported that the patient had a urinary tract infection and an increased frequency of the same, which was noted as a worsening or exacerbation of a preexisting condition. The patient symptoms were noted as bladder pain and discomfort. Intervention included macrobid bid, amoxicillin tid, keflex qid, and macrobild prn after sex. The patient outcome was noted as ongoing event.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Product ID: 3889-28, lot# v598061, implanted: (B)(6) 2011, product type: lead. (B)(4).